Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; (B)(4). Analysis of the neurostimulator found no significant anomaly. The battery capacity was decreased due to overdischarge. Analysis of both leads found no anomaly.

Event description:
It was reported the patient did not have pain relief that she had expected. The patient had uncomfortable stimulation. The system was explanted. The patient recovered without sequelae.